Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a document was extracted by the pms team involving doctor (B)(6) (2021) from us, 100 patients implanted, 1 revision (instability) and 18 other complications this incident is capturing one of the 18 complications, positive infection in right tka 11 months post-operative. Per the provided report, this case was considered by the authors to be non-device related.